Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had bloated buttons and they were hard to press. They reported that when she went to bolus she noticed that the buttons were hard to press and the keypad was bubbled up. They also reported high blood glucose level due to running out of insulin and no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, and self tests. No stuck buttons, multiple press issues, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. The sides of the case are scratched up. Inserted a test p-cap into the retainer ring, and it did lock into place properly. (B)(4).